Event description:
A pt developed a "horrific reaction" at the end of a surgical procedure (tubal ligation). Onset apparently occurred during the procedure when symptoms were initially thought to be a laryngospasm. The pt required intubation and was transferred to the ICU. She eventually recovered and was discharged without sequelae. The pt was not on the pump at the end of the procedure when the reaction apparently was full blown. Subsequent workup showed the pt to be allergic to latex.